Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case was cross reference with case ID: (B)(6) (cluster) this unsolicited case from united states was received on (B)(6) 2017 from a healthcare professional. This case concerns (B)(6) year old female patient who received treatment with synvisc one and after unknown latency experienced severe pain, swelling and needed aspiration of knee. Also device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc once injection, at a dose of 6 ml once (batch/lot number: 7rsl021; indication and expiration date: not reported). On an unknown date in (B)(6) 2017, after unknown latency, patient experienced severe pain, swelling and needed aspiration of knee corrective treatment: not reported for all the events outcome: recovering for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-nov-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and experienced severe pain, swelling and needed aspiration of knee. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.